Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant procedure defibrillation threshold (dft) testing was performed. Ventricular fibrillation (vf) was successfully induced however, the initial s-ICD shock was ineffective in terminating vf. Two subsequent external defibrillation shocks were provided in which the arrythmia broke to normal sinus rhythm. It was suspected that the patient's medication could have affected the dft testing. The plan was to repeat dft testing the following day. At this time, the device remains in service. No additional adverse patient effects were reported.